Event description:
It was reported there was a shocking sensation at the "pocket." The shocking was reproduced with palpation. The ins was also at elective replacement indicator (eri), and the ins needed to be replaced. The impedances were reviewed and there were no "blatant opens or shorts." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).